Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A mitraclip xtw was placed on the valve. During deployment after detaching the clip delivery system (cds) the clip opened from less than 20 degrees to 39 degrees. A mitraclip xt was then placed laterally to stabilize the xtw clip. The mr was reduced to grade 2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported clip open while locked could not be replicated in a testing environment due to the returned condition of the device. Additionally, it was observed that the l-lock tabs were scratched and twisted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open while locked and scratched/twisted l-lock tabs were unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d engineer, and the reviewer stated that ¿at the beginning of the video, the clip is grasped onto the leaflets and appears to be fully closed (~10° - 20°); the dc shaft can be visualized and is connect to the clip indicating mechanical separation (deployment) has not yet occurred. As the video progresses, the dc shaft suddenly moves out of view; this happens instantaneously. The clip can be seen, presumably deployed on the valve, and the clip arm angle appears to be 45°. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it does appear that the clip arms opened a noticeable degree during or post deployment. Based on the cine provided, it appears opening may have occurred at the moment of clip separation from the dc shaft. However, the videos also indicate potential misalignment of the clip relative to the dc shaft which can result in tension on both the clip and cds during deployment.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).